Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time

Event description:
When the surgeon tried to adjust the pressure setting, the valve adjusting mechanism did not move. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. During the visual examination it was found that there was no damage to the valve casing or stepping motor. There were however signs of corrosion found on the stator and the x-ray dot. As a result of the investigation it was not possible to determine the root cause as the device conformed the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.